Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device was missing one knob. However it was also noted that the battery contacts were contaminated and the ring and bail attachment covers were missing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was missing one knob for changing the settings in the lower menu. The epg was returned for servicing. It was analyzed and was found to have contamination on the battery contacts. No patient complications have been reported as a result of this event.